Manufacturer narrative:
(B)(4). It was reported by the customer that after a bath the caregiver was drying the resident and chair tipped when the resident shifted her weight forward. The chair when tipping to the floor hit the care aids thigh causing the redness. The resident slipped through the seatbelt onto the floor without injuries. The device was not examined after the event because this incident was not reported to us until 1 year after it occurred. The device was checked only recently. The findings described by the technician showed good condition of the lift and confirmed that the device was working up to the manufacturer specification. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tipping). The trend observed for reportable complaints with this failure is currently considered to be low and stable. Arjohuntleigh has manufactured about (B)(4) alenti bath chairs, the complaint ratio with this failure mode is (B)(4) which we consider to be very low. To avoid situations like this we (arjohuntleigh) recommend that facilities establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use, as per instruction for use delivered with the device ((B)(4) from june 2004): "the resident should be active or semi-active (i.a. Able to sit upright unsupported on the side of a bed or toilet)." "The resident should understand and respond to instructions to stay seated in an upright position. As an example the resident should be able to sit unsupported on the side of the bed and on a toilet in order to use the alenti. If a resident does not meet these criteria an alternative lift should be used." In the last year this facility reported together 2 incidents where a resident or fell from the same alenti. Having in mind a history of the incidents with this facility we recommend an additional training for the facility staff. During the procedure of washing or drying, when the resident is in the elevated position on the chair it is important to put a big effort to control the patient positioning and movement. It is possible that after a bath a resident get tired and get worse in the mobility category. The attention shall be put to the resident to make sure that is sitting in the upright position. Therefore it appears there has been no technical deficiency with the device that could have had an influence on the event and that a series of use errors and unfortunate circumstances caused the event, the most relevant use error being lack of the resident assessment and not paying attention if the resident is sitting correctly in the middle of the chair in the upright position. Looking at the incident scenario it has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event and in that way contributed to the event. From this we conclude that this incident was caused as a result of not following the handling procedures described in IFU, incorrect patient assessment and not paying attention of the patient remains sitting in the upright position.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided upon conclusion of the investigation. H3 other text: incident reported after 1.5 year.

Event description:
It was reported by the facility employee that an incident happened after the bath when the caregiver was drying the resident, who was sitting on the alenti bath chair. The resident tipped the chair by shifting her weight by leaning forward. When the caregiver tried to stop the chair from tipping forward it hit against on the caregiver thigh causing the redness. Neither caregiver nor resident needed any medical intervention as a result of that event. This incident was reported after 1.5 year, at the occasion of the actual incident report.